Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. The root cause of the incident is due to product wear from normal use and servicing. Review of the device history records shows an initial conformance with regards to specification; no deviation or non-conformances. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The threads on the extractor bolt are worn down. Update feb 7, 2017 upon product evaluation, the threads are damaged and the top two threads are broken off.